Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No button keypad anomalies noted. The insulin pump was received with minor scratched liquid crystal display window.

Event description:
It was reported the customer received a button error alarms. It was also found the customer's act button was not responding. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.